Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to periprosthetic fracture (right). Primary tha surgery was done on (B)(6) 2018. There was a non-displayed periprosthetic fracture at the time of surgery. On (B)(6) 2018, experienced sudden sharp pain. On (B)(6) 2018 the femoral stem, neck and femoral head were removed. Non-mpo femoral stem and head were implanted. Sae # (B)(4).